Event description:
During an on-site visit, zoll personnel reported that the autopulse platform (s/n (B)(4)) did not power on for approximately 2-3 minutes after pushing the on/off power switch. The problem persisted after exchanging the battery in the platform with another known-good battery. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) did not power on for approximately 2-3 minutes after pushing the on/off power switch" was not confirmed during the archive data review or functional testing. The autopulse platform was able to immediately power on using multiple batteries during the functional testing, and the reported complaint could not be replicated. Nevertheless, the power switch circuit board was replaced as a preventive precautionary measure. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on/around the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. During testing, the on/off power switch button was gently pressed, and the platform immediately powered on. During troubleshooting, multiple known-good test batteries were used, and the on/off power switch button was pressed from different angles at various times applying varying pressure, but the platform powered on each time with no issues. During further testing, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with known-good test batteries until discharged, and the platform passed the test without any fault or error. Although the customer's reported complaint was not confirmed, the zoll service personnel replaced the power switch circuit board as a preventive precautionary measure. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was also performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).